Manufacturer narrative:
This is the same event as 3010536692-2016-00448 & -00449.

Event description:
Allegedly the patient was revised due to the following mom complications: pseudotumor of the right hip.